Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when interrogating the pacemaker in the surveillance room after closure of the pocket, atrial lead impedance value was over 3000 ohms. The physician reopened the patient to re-connect the lead and possibly replace it, but the screw was turning without resistance and the lead could not be fixed properly. The pacemaker was replaced by another one, which solved the issue. Preliminary analysis did not reveal any issue on the subject pacemaker.

Event description:
Reportedly, when interrogating the pacemaker in the surveillance room after closure of the pocket, atrial lead impedance value was over 3000 ohms. The physician reopened the patient to re-connect the lead and possibly reposition it, but the screw was turning without resistance and the lead could not be fixed properly. The pacemaker was replaced by another one, which solved the issue.